Event description:
Per complaint form: the physician had difficulty removing the guide wire from the PICC after placement. When the wire was finally removed it was noted that it had come apart. A chest x-ray was done to ensure that there was no wire remaining in the patient. The current status of the patient is unk.

Manufacturer narrative:
Product was returned in a used and damaged condition including the separated segment. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; ¿withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.¿ an examination of the returned device shows the coil wire became separated from the mandrel wire. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Per the event description this wire became separated when withdrawn through the PICC line. Most likely the wire became trapped by patient anatomy prior to the placement of the PICC line or became tangled following insertion of the PICC. In the absence of add¿l info such as films the root cause cannot be determined. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.